Event description:
This bilateral pt has previously had one side revised for poly wear. The remaining side now is scheduled for revision due to wear and osteolysis. The remaining facts will be reported at that time.